Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (resetting, abnormal shutdowns) has been confirmed. Upon receipt, the monitor was resetting. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the abnormal shutdowns. The pt rec'd a replacement monitor.